Event description:
It was reported that prior to procedure, the patient's right atrial (ra) lead had loss of capture. It was discovered by x-ray that the lead was dislodged. No patient symptoms reported. The ra lead was explanted and replaced. The patient was stable throughout procedure.